Event description:
It was reported that during the procedure in a saphenous vein graft, a 3.0x12 graftmaster stent delivery system was advanced for treatment of a perforation caused by an unspecified balloon; however, the stent delivery system could not cross the lesion. The stent delivery system was removed from the anatomy and a 3.0x19 graftmaster stent delivery system was advanced but could not cross the lesion. Upon removal of the stent delivery system, resistance was felt and the stent dislodged in the tuohy. The perforation was ultimately sealed using an unspecified balloon with prolonged balloon inflations. There was no significant clinical delay in the procedure and no adverse patient sequela. The patient is reported as stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 12 graftmaster is being filed under a separate medwatch MFR number. Although the graftmaster stent delivery system (sds) was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported incident. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. It is likely that an interaction with the lesion/anatomy during advancement contributed to damaging the stent resulting in resistance during retraction and interaction with the touhy valve would have ultimately led to the stent dislodgment. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for damage and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Hemorrhage is listed as an observed or a potential adverse event associated with coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including hemorrhage. The additional therapy/non-surgical treatment appears to be a secondary effect of the failure to advance as a balloon catheter was required to treat the perforation. However, a conclusive cause could not be determined for the reported patient effects or their relationship to the device, if any. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a search of the complaint handling database indicated no other incidents. There is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.